Manufacturer narrative:
Information indicating that an MDR was required regarding this complaint was received on (B)(6) 2011.

Event description:
It was reported by a customer on (B)(6) 2010, the fiber tip fell off; the fiber never fired at 0 joules.